Event description:
It was reported there was a broken electrode with high impedances greater than 4,000 ohms. The system was noted to be inefficient. Pollakiuria and imperiously recurrence were noted. The patient had not fallen. The event required replacement and hospitalization less than 24 hours on the day of replacement. The product issue was considered resolved. The patient was given antibiotics and antalgics and the device was reprogrammed. The event was related to the device and the electrode.

Event description:
Additional information received from a healthcare provider for a clinical study, via a manufacturing representative, reported the event was linked to the procedure.

Event description:
Additional information received reported the patient did not develop any other activity that could have provoked a lead fracture or loose connection.

Manufacturer narrative:
Concomitant product/(s): product ID: 309328, lot# 0208678126, implanted: (B)(6) 2014. Product type: lead. (B)(4).